Event description:
The patient received her scs system on (B)(6) 2008. It was reported that the ipg was explanted and replaced on (B)(6) 2010 as a result of discomfort at the ipg site due to the ipg size. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.